Manufacturer narrative:
Age: unknown, information not provided. Patient weight: unknown/ not provided. Ethnicity/race: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had bent/ broken haptic and the lens had a knick in it. The issue was noticed after insertion. The lens had to be cut out, removed from patient's right eye and replaced with a competitor lens during the same procedure. The outcome did not significantly interfere with patient's activities of daily life. The original lens was discarded. No further information was available.